Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during a gastroscopy procedure in the stomach. According to the complainant, during the procedure, the clip failed to deploy correctly and remained attached to the catheter. The device did not grasp tissue and was removed from the patient. Another of the same device was used to successfully complete the procedure without complications. The patient was reported to be in "stable" condition post procedure.

Manufacturer narrative:
Patient is over 18 years old. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a gastroscopy procedure in the stomach. According to the complainant, during the procedure, the clip failed to deploy correctly and remained attached to the catheter. The device did not grasp tissue and was removed from the patient. Another of the same device was used to successfully complete the procedure without complications. The patient was reported to be in "stable" condition post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. Based on the evaluation conducted and the details of the complaint, the most probable root cause for this complaint is operational context as the clip failing to release from the catheter may have been due to anatomical or procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted.